Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted and calibrated the collimator to meet specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the collimator on the 9800 system does not work in the mag mode. It was noted that mag 1 does not meet specification (about 4% greater then specification). There was no report of pt injury.